Event description:
Event description cpi received information that during the implant procedure, this ventak mini implantable cardioverter defibrillator (ICD) exhibited undersensing after delivery of a shock. After successful termination of ventricular fibrillation, the physician re-induced ventricular fibrillation. The ICD continued to detect and redetect, without delivering a shock. The physician delivered a commanded shock to convert the arrhythmia. The ICD remains implanted.